Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the targeting system for the automated trajectory guidance unit was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. Concomitant medical products: product ID: 2 9631, serial/lot #: (B)(4). Product ID: 29440, serial/lot #: unk. Product ID: 25650, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a procedure, the navigation system displayed an error message in regards to the automated trajectory guidance unit. Rebooting the system did not restore functionality. There was a reported delay to the procedure of thirty minutes due to this issue. There was no reported impact on patient outcome. Troubleshooting found that the targeting unit and cabling of the automated trajectory guidance unit were suspected to have caused the issue.

Manufacturer narrative:
H2) additional information: see b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the reported issue occurred in a stereoelectroencephalography (seeg) procedure. Additionally, it was noted that five reboots of the system restored functionality.

Manufacturer narrative:
H3) the targeting unit for the automated trajectory guidance unit was returned to the manufacturer for evaluation. It was reported that the unit was found to be fully functional and the reported issue could not be replicated. The cabling for the automated trajectory guidance unit was returned to the manufacturer for evaluation. It was reported that the unit was found to be fully functional and the reported issue could not be replicated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.